Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer shaft polymer extrusion. The crimped and stent, balloon sections of the device were visually and microscopically examined and the undamaged section of the crimped stent outer diameter (od) was measured and was within max crimped stent profile measurement. Stent strut row's 1 to 6 on the proximal end of stent damaged and deformed. No issues were noted with the balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2017. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 15x20 balloon catheter, a 2.75 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.